Event description:
Subsequent to the previously filed report, analysis of the returned device confirmed that the distal sheath that was separated was actually the distal guide. It was reported that this was an arteriotomy closure of the left common femoral artery (lcfa) using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the distal guide of the prostyle was noted to have separated from the device when it was removed after suture deployment. An angiogram was taken from the right common femoral artery and it was noted that the separated distal guide remained in the left common iliac artery (cia). A snare was used from the right common femoral artery (rcfa) to remove the separated distal guide of the prostyle from the left common iliac artery (cia). The sutures of the prostyle were still able to be used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported guide separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided and return device analysis, a definitive cause for the reported guide separation could not be determined. Factors that may contribute to a sheath/guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force or torsional pressure during removal of the device. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery (lcfa) using a prostyle devive after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the distal sheath of the prostyle was noted to have separated from the device when it was removed after suture deployment. An angiogram was taken from the right common femoral artery and it was noted that the separated distal sheath remained in the left common iliac artery (cia). A snare was used from the right common femoral artery (rcfa) to remove the separated distal sheath of the prostyle from the left common iliac artery (cia). The sutures of the prostyle were still able to be used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.